Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed. As blood filled the lines through the arterial circuit and into the arterial end of the dialyzer, blood escaped the dialyzer and flowed freely down the arterial hanson lines. Treatment was stopped immediately. Test strips were not used to confirm and the machine alarmed. Estimated blood loss was 100 ml. Patient had no adverse effects and no medical intervention was required. Patient completed treatment on a different setup and machine. Sample was discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.